Event description:
Customer reported via phone call that they hospitalized due to experienced low blood glucose level on (B)(6) 2022. Customer's blood glucose value was 20 mg/dl at the time of the incident. Another blood glucose level was 22 mg/dl. The customer stated that the symptoms related to low blood glucose such as sweating. The customer was treated with glucose. It was unknown using insulin pump system within 48 hours of reported low blood glucose event. It was unknown the auto mode feature was not active at time of low blood glucose event. Customer was changing battery now and metal contact was no longer attached on the cap. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report.

Event description:
Customer reported via phone call that they were admitted to the hospital on (B)(6) 2022 at 10:00 due to hypoglycemia. Blood glucose at time of event was 20 mg/dl. User was treated with a glucose emergency injection. Prior to the event the customer stated that the pump kept on restarting. They were changing the battery in the battery cap and the metal contacts was no longer attached. This pump does not have auto mode feature. Pump return is expected.

Manufacturer narrative:
Unable to confirm transmitter charger anomaly due to pump received without the original transmitter charger. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08745 inches. The pump was monitored for several days and no unexpected pump reset noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted during the testing. No power error 25, low battery alert, power loss alarm, replace battery alert/replace battery now alarm and unexpected pump reset recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 17:04:55.000, (B)(6) 2022 17:05:48.000, (B)(6) 2022 17:20:35.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2022 17:31:17.000, (B)(6) 2022 17:31:28.000 failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2022 17:05:06.000, (B)(6) 2022 17:05:55.000, (B)(6) 2022 17:15:00.000 and pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2022 17:31:04.000 upon checking on the power data/detail trace file, power loss alarm and failed batt/battery failed alarm were expected since the battery has low/no power. The customer may have used a low/depleted battery. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Unable to confirm transmitter charger anomaly due to pump received without the original transmitter charger. Unable to confirm battery cap damage due to pump received without the original battery cap. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Unexpected pump reset was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.